Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the incoming hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was poor solder joints at the pulse wires inside the distribution node. The cause of the hi-pot test failure is the poor solder joints. The root cause of the poor solder joints cannot be positively identified but is likely assembly error. No adverse event resulted from the poor solder joints. The pt received a replacement electrode belt.